Event description:
During pulmonary vein isolation had 2 cases of tamponade. One pt at the end of the case and the second about an hour and a half after the procedure. Not product related. Pts are fine.